Event description:
The customer contact reported the patient received more medication than intended. The tubing set was being used to deliver 100ml of an unspecified antibiotic. The customer contact indicated that the nurse used the cair clamp to regulate the flow and left the patient's room. It was reported that a few minutes later, the nurse returned to the patient's room and noted that 100ml of medication has been delivered. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The catalog number provided is the domestic list number that is comparable to the international list number. Documentation received from the reporter indicate that information on reprocessing of the device was unknown. This report represents all the information known by the reporter upon query by hospira personnel.